Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2024, the doctor found the swg kinked during use on the patient. The patient was reported as fine.

Manufacturer narrative:
(B)(4), the actual device was not returned; however, the customer provided two photos for analysis. The first photo showed the product lidstock and the second photo displayed the kink on the guide wire body adjacent to one end. The complaint of a kinked guide wire was able to be confirmed by the photos; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage." The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photos. The images provided show a guide wire with one distinct kink, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that on (B)(6) 2024, the doctor found the swg kinked during use on the patient. The patient was reported as fine.